Event description:
Info received indicates, the head up function is not working.

Manufacturer narrative:
The technician found both siderail head up controls were not functioning due to a sticking valve. He replaced the valve to repair the bed.